Event description:
It was reported that the patient developed an infection. The patient underwent a spinal cord stimulator (scs) system explant procedure and the explanted devices were not returned. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7090674. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Batch: 35976527. UDI: (B)(4).